Manufacturer narrative:
(B)(4). (B)(4). This report is related to a journal article, therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. If further details are received at the later date a supplemental medwatch will be sent. Citation: hepatobiliary & pancreatic diseases international 18 (2019) 398¿400; doi: https://doi.org/10.1016/j.hbpd.2019.04.007.

Event description:
Title: 'probable sirolimus-induced rupture of arterial anastomosis after liver transplantation in a patient intolerant of tacrolimus'. This is a case report concerning a 54-year-old, female patient with hepatocellular carcinoma who underwent liver transplantation. The liver graft (1600 g) was from a brain death donor. The recipient¿s and donor¿s common hepatic arteries were anastomosed in an end-to-end fashion by 7-0 prolene interrupted sutures (ethicon). Reported complication included estimated blood loss of 2500 ml in which 4 units of packed red blood cells and 1920 ml fresh frozen plasma were transfused. The patient was discharged 1 week after the surgery. In conclusion, immunosuppressive drugs used after organ transplant have various serious adverse effects. The study reported a liver transplantation patient with cyp3a mutation who developed acute renal injury due to tacrolimus toxicity. However, substitution with sirolimus led to arterial anastomosis failure.